Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6; -10.50 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The patient experienced excessive vaulting. On (B)(6) 2022 the lens was exchanged with a longer length lens.

Manufacturer narrative:
Additional information: b5: the reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6; -10.50 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The patient experienced excessive vaulting. On (B)(6) 2022 the lens was exchanged with a longer length lens. Problem resolved. Claim# (B)(4).